Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion, sion blue, xt-r, sion black. Guide catheter: hyperion. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported physical resistance and material rupture appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a chronic total occlusion in the mid right coronary artery with moderate tortuosity and heavy calcification. A 2x15mm traveler rx balloon dilatation catheter (bdc) protective sheath was removed without resistance. The device was soaked in saline and prepped (air aspiration) outside the anatomy prior to use. The bdc was advanced with resistance due to the anatomy toward the target lesion; the balloon was inflated and ruptured during the first inflation up to 10 atmospheres. The device was removed and an unspecified bdc was used to continue the procedure. The lesion was ultimately treated using a xience alpine stent. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.